Event description:
07/07/94, venous port inserted. Entry port malfunction. Unable to access port; unable to aspirate or infuse through the port. 7/13/94, returned to surgery, port explanted and a second port implanted.